Event description:
It was reported that an overinfusion of potassium occurred. 100mls was delivered in 1/2 hr. There was no resultant pt complication.

Manufacturer narrative:
Pump was received and was visually and functionally tested. Pump was found to meet all manufacturer's specifications. Pumps history logs were reviewed and it was noted that channel 'a' had been programmed to rate of 375 ml/hr instead of intended rate of 37.5 ml/hr. Pump is designed to emit illegal keypress audio signal, two beeps at maximum audio, if user presses decimal key when pump's primary settings are already programmed in integer mode. User facility will be instructed to refer to directions for use for proper programming of pump.